Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Blood glucose reading was 181 mg/dl . Troubleshooting was performed. Customer was advised to return the infusion set and reservoir for analysis and will be replaced.